Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with unknown blood glucose value. The customer also stated that the insulin pump was not functioning well. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information related to hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the emergency medical service was provided to the customer due to high blood glucose and shortness of breath on (B)(6) 2020 with unknown blood glucose value. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with manual injections. The customer was alleging under delivery on insulin pump because he got insulin flow block alarm. The troubleshooting was performed for insulin flow block alarm. Customer was reporting a past event. Customer reported that alarm did not occur during fill tubing and event was resolved by infusion set system change.